Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had problems and switched to a pain pump. No further complications were reported or anticipated.